Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 40 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injuries reported and the patient status was good.